Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose readings, button error and delivery anomaly from the insulin pump. The customer had low reading of 40-45 mg/dl. The customer went to the endocrinologist to help change the settings with the lows. The customer also had a high reading of 590 mg/dl. The customer treated with a bolus. The customer stated that there could be over or under delivering anomaly. The customer found a button error per troubleshoot. The customer stated that the pump was not worn during an MRI. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. All boluses were delivered and properly recorded in bolus history. No delivery anomaly noted during our testing. All of the buttons are functioning properly during testing and no button error alarm noted. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.